Event description:
It was reported that during a procedure another company's 3.5x23 des stent was implanted at the lesion in the proximal lcx. Dilatation was performed with an attempt to treat another lesion in the lcs. Dilatation was performed and a 2.25x23 pixel was selected use; however, it failed to cross the lesion. Dilatation was perfomred again; however, the pixel still failed to cross the lesion. Dilatation was performed again; however, the pixel still failed to cross the lesion. An attempt was made to remove the fixel back into the guiding catheter when a resistance was felt, causing the stent to dislodge. The stent was unable to be retrieved, which resultd in the pt going to surgery to remove the stent.